Event description:
Patient taken to or for failed right total hip arthroplasty. Revision of the hip performed. Stryker rejuvenate spt modular stem was original hardware and part of recall.what was the original intended procedure?hip revision.device #1is this a laboratory device or laboratory test?no.